Event description:
It was reported that during an anterior resection of the rectum procedure, the tissue pad came off. A new device was used to finish the case. No adverse pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.